Event description:
It was reported that a patient presented to the emergency room. In the ER, the patient had 4 episodes of vf. The patient received one shock appropriately and two bursts of atp. The implantable cardioverter defibrillator exhibited intermittent undersensing. The patient was given external defibrillation after one episode because the device was undersensing and did not provide therapy. The atrial output was increased and the estimated battery longevity dropped from 3.4 years to eri. On (B)(6) 2017, the device was reprogrammed to add a vt zone and the estimated battery longevity displayed as 1.3 to 3.5 years. The patient had prolonged hospitalization and would continue to be monitored.